Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent unknown surgery on (B)(6) 2017 and suture was used. When opening the package it was found that a needle-suture had been mixed in the package. There were no adverse consequences to the patient. No further information will be provided.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A dispensed needle/suture and paper lid of product code z494 with an empty opened foil of product code z310, lot # klm689 were returned for analysis. During the visual inspection of the product, 2 different product codes were observed on the samples received. The dispensed needle/suture combination was examined for visual inspection and the following was observed: it is a pds clear with length of 18¿ and point type reversed cutting needle. In addition, the needle cannot be measured on the template as was returned bent at the swage area appears to be by use of a surgical instrument. Due to the characteristics of the sample corresponds to the paper lid of z494 product code. Representative samples were returned for analysis. During the visual inspection of the samples, no defects were found on the package. The samples were opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and it belong to product code z310 (pds vio suture, diameter 4-0¿, needle type sh-1, point type taper point). No defects or assembly - incorrect component were observed. Per the sample condition of the sample, no assembly- incorrect component was found.